Event description:
The field engineer reported that the system intermittently displayed a missing extra frame sync and then an x-ray disabled error message rendering the system non-functional. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ffb ic chips and backplane connectors were reseated. The system was then found to be operating as intended.